Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional te) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. Additionally, the cable connecting ecgs c and d was pulled from strain relief. The root cause for the open wire and strained cable was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the therapy electrodes were non-functional.